Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during prostate procedure two fibers failed due to ¿fiber breakage/fiber tip cracked" for first fiber at 225,663 joules and ¿fiber breakage/ bad fiber. Broke with no issues" for second fiber at 122,302 joules of use was noted. The tips of both the fibers were cleaned during the procedure. The procedure was completed with third fiber at 64,334 joules of use. Patient outcome: "ok" reported. No injury to patient reported. This report is for the first fiber.